Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported bent cannula issues that resulted in an increased blood glucose level of 560 mg/dl. The patient was diagnosed with diabetic ketoacidosis due to which the patient experienced nausea, vomiting and symptoms of dehydration including dizziness and lightheadedness. The patient was hospitalized and received treatment of intravenous fluids, insulin via intravenous route, and medication for nausea as well. There was no damage/irregularities present prior to use. The patient's mother was unsure of the insertion technique used and the number of days the infusion had been in use. The patient was hospitalized for 3 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.